Event description:
It was reported the pt underwent thoracic surgery. An aquacel foam dressing was applied post-operative to the surgical incision made to the pt's thoracic area and lower leg. The dressing reportedly "fell off" within 24 hours of the initial application. No pt complications were reported as a result of this event.

Manufacturer narrative:
It was discovered on june 29, 2015 that additional information received on june 14, 2015 was not captured on the initial MDR submitted to the FDA june 19, 2015 - MFR #1049092-2015-00356. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 14, 2015.

Manufacturer narrative:
The icc number and sap number originally submitted for the complaint was not manufactured with that lot number, the one icc number and sap number for aquacel foam adh 10x20 was made with the specified lot number for convatec. The incorrect icc # was 421151 and the incorrect sap # was 1710656. The correct icc # is (B)(4) and the correct sap # is (B)(4) for lot # 2366319 aquacel foam adh 10x20cm (1x10) for europe. Adhesion properties depend on proper preparation and cleansing of the skin, followed by proper preparation and application of the dressing to the skin. Appropriate dressing size and shape should be used to ensure the central absorbent pad (area within the adhesive window) is larger than the wound area. Aquacel foam dressings are manufactured using medical grade adhesive and other raw materials that have been approved for skin contact. This complaint was investigated by confirming the silicone trilaminate, the skin contact material, used in this lot of product was certified meeting the requirements of convatec. This lot of product was sterilization certified and all manufacturing, materials, and sterilization processes were compliant to requirements. No previous investigations are available. After the detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (Device manufacture date is 10/18/2014) have been updated. Reported to the FDA on december 18, 2015. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional pt/event details have been requested. Should additional info become available a follow-up report will be submitted.